Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there were 2 screws fm921 breakage during operation. The shedding of the tip of the screw is left in the patient's skull. The tip of the nail can not be removed, which affects the postoperative imaging examination. All med watch submissions related to this report are: 9610612-2018-00299.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. We made a visual inspection of both screws. At both screws a part of the tip is missing. Screw a is missing only one thread. Screw b is missing two threads. The top view of the fracture surface of both screws exhibits the typical signs of a sheared screw. The cross slots of both screws are damaged. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances we assume that the screw or thes driver was not set with the correct angle (tilted). A material defect or manufacturing error can be excluded. No CAPA is necessary.